Manufacturer narrative:
Date of report : 01apr2019, date rec¿d by MFR : 02mar2019. A gds (gas delivery system) was returned for analysis. A visual inspection of the returned component was performed found the data acquisition (da) printed circuit board assembly (pcba) and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (u1) in the air flow sensor board. The unit switching off could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 15nov2018. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that after reducing the o2, the ventilator switched its self-off. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 07jan19. Date rec¿d by MFR: 31dec18. The philips service engineer (se) inspected the device and replaced the gas delivery system (gds). The ventilator passed testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.